Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer attempted to reload the same cartridge and was unsuccessful.customer needed to load a new cartridge to resume insulin but is requesting a cartridge replacement. The customer reverted to alternate method for inslulin therapy.there was no adverse impact to the customer¿s blood glucose level.